Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension window indicator of a 6f¿12f mynx control vascular closure device (vcd) became stuck during deployment when pulling back and did not move to the line, preventing button one from being pressed and resulting in the sealant not being deployed. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure performed was an atrial fibrillation ablation using a retrograde approach. The device and packaging were inspected prior to use, and no anomalies were noted. The device was stored and prepared according to the instructions for use, and the user was trained to the device. Other procedural details were requested but were not provided. The device was not returned as expected.